Event description:
It was reported that after an ion endoluminal lung biopsy procedure, the patient developed a pneumothorax requiring chest tube placement and hospitalization. The patient's medical history included heavy smoking and significant emphysema with apical blebs (cavitary areas of the upper lobe). The physician described the patient¿s lungs as being in bad shape. The biopsied lesion was an elongated, ovular shape 1cm by 2-2.5cm in size and located in the right upper lobe. The procedure was completed, and a post-procedure chest x-ray revealed a pneumothorax; a 14 french wayne chest tube was placed to resolved the pneumothorax. The diagnosis of the lesion was necrotizing granulomatous inflammation and focal organizing pneumonia (non-malignant). Per the physician, there was no malfunction of the ion system. The physician believed the cause of the pneumothorax was probably related to being too close to the fissure as it may have been hit (during biopsy) although he did not think he was reaching to the outer portion of the lung. The physician also reported the pneumothorax may have been a result of a ruptured bleb because the patient was on a ventilator. The chest tube was removed within a couple of days and the patient was discharged home.

Manufacturer narrative:
Based on the information provided at this time, the root cause of the customer reported complication cannot be determined. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. As of 26-oct-2023, a system log review cannot be performed because the system logs are not available.